Manufacturer narrative:
The devices remain implanted and therefore could not be reviewed. A complaint history search found no other complaints for the associated part/lot combinations. The reported event alleges a symptom rather than a defined device failure. The device history records are reviewed for accuracy and completeness prior to the release of the product. The implants were checked for compatibility with no issues found. This device is used for treatment. The revision surgical notes state that the patient ¿had been doing well until 3-4 months prior when he started to have pain and instability resulting in multiple falls. We will consider upsizing the poly based on intraoperative findings.¿ during revision surgery it was stated, ¿we noticed that there was moderate synovitis consistent with polyethylene wear [and] removed it. We used a curette and pressed on the tibial and femoral components. There was no loosening. We also examined the patellar component and pressed on it and there was no loosening of the prosthesis from the bone. We placed a trial 14mm articular surface trial and we found that the knee stability improved greatly and the patient had a normal drawer test and normal varus and valgus stress test.¿ during the revision, the surgeon did find one piece of ¿delaminated polyethylene¿ and removed from the field. The new articular surface ¿clicked into place nicely. We verified it was seated.¿ as the revision surgery notes the replacement of the articular surface went as planned; a definitive root cause for the stated concern cannot be determined with the information provided.

Manufacturer narrative:
(B)(4). Other device used: catalog #00597206532, nexgen all poly patella, lot #61264325; catalog #00596204014, nexgen lps-flex prolong articular surface, lot #61884706, implanted on (B)(6) 2015; catalog #00599601551, nexgen lps femoral component, lot #61343210; manufactured at zimmer biomet, inc., (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and other issues after revision.